Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there were no circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Event date is estimated.

Event description:
Device 2 of 2. Mfg reference report number: 1627487-2021-13044. It was reported that the patient experienced lead migration that was confirmed by x-ray. Surgery took place to address this issue. Although one lead was explanted and replaced, it is unclear which lead was affected therefore both of the leads are being reported.